Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed on the returned device. A partial compound break was noted approximately 3.6cm from the distal end of the cath-lock. The edges of the partial compound break on the attached catheter were noted to be jagged and the surface was noted to be round and smooth in both regions. Splits were noted on the borders of the partial compound break. Upon infusion, a leak was observed from the partial compound break on the attached catheter while water exited the distal end and aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported catheter fracture and leak issue and identified wear and deformation issues. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: d4 (unique identifier (UDI) #), h6 (device, method, patient, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that two years, four months and twenty three days post a port placement in the right jugular vein, the catheter was allegedly found to be fractured on removal. It was further reported that extravasation of saline and leak was allegedly found due to the fractured catheter in the right collar bone region. Reportedly, the patient experienced pain in the right side of the neck when poc was flushed. The procedure was completed with another device. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years, four months and twenty three days post a port placement in the right jugular vein, the catheter was allegedly found to be fractured on removal. It was further reported that extravasation of saline and leak was allegedly found due to the fractured catheter in the right collar bone region. Reportedly, the patient experienced pain in the right side of the neck when poc was flushed. The procedure was completed with another device. However, the current status of the patient is unknown.